Event description:
As reported by the sales rep per the user facility: the hospital is tracking 6 pts that used the recalled flush syringes; the pts presented w/some abnormalities. It is inconclusive if there is a relationship between these abnormalities and the sierra contaminated flush syringes.

Manufacturer narrative:
On january 17, 2007, bbmi received a nationwide recall notification from am2pat inc. Initiating a nationwide recall of all lots of heparin and saline pre-filled syringes, which included catalog # 513587. Am2pat inc. Manufactures these pre-filled syringes under both their private label, sierra pre-filled inc., as well as under the b. Braun medical inc. Label. Based on an ongoing FDA inspection of am2pat inc.'s facility, it has been determined that there is a potential for the sterility of these lots to be compromised. B. Braun inc. Immediately notified all customers of this recall.